Manufacturer narrative:
Date of event was reported as 2 months ago ((B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implantable neurostimulator (ins) had dislodged 2 months ago and was replaced on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.